Manufacturer narrative:
Lift-here label and retainer plate covers.

Event description:
It was reported by service report that the lift-here label was torn away and the retainer plate covers were missing. No pt involvement or adverse consequences are reported.